Event description:
The user reported that the switch stays on.

Manufacturer narrative:
It was reported that the unit remained "on" whenever it was plugged in, even when the power button was not activated or the off button was pushed. Our investigation revealed a defect in the power control. We will follow up with our supplier to determine the cause of this malfunction.